Event description:
Information received by medtronic indicated that the insulin pump had a failed battery alarm. The customer was not able to clear the alarm even after inserting a new battery. Customer stated that the contacts on the battery cap were not missing, damaged or corroded. Customer also stated that neither the compartment nor the spring were damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.